Manufacturer narrative:
As received, only the three connector portions of the lead were returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The damaged noted is consistent with procedural damage.

Event description:
The patient was transported to the emergency room following multiple ventricular tachycardia and ventricular fibrillation episodes. During these episodes the patient received atp therapy, which was ineffective. The patient expired due to pulseless electrical activity. Diagnostic imaging was performed and revealed no anomalies on the right ventricular (rv) lead. The rv lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was transported to the emergency room following multiple ventricular tachycardia and ventricular fibrillation episodes. During these episodes the patient received atp therapy, which was ineffective. The patient expired due to pulseless electrical activity. Diagnostic imaging was performed and revealed no anomalies on the right ventricular (rv) lead. The rv lead remains implanted.